Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The ge service representative is awaiting customer authorization to further evaluate the system at this time. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.